Event description:
Event description cpi received information that this patient had twiddler's syndrome, and as a result of the patient's constant manipulation of the bipolar lead and the implantable pulse generator (ipg) the lead had 'stretched'. The lead was replaced with a new lead of the same model.